Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that an impedance check found high impedance. No factors were known to have led or contributed to the issue. The rep reprogrammed around the contact and the patient was doing well. The issue was not resolved, but there would be no further intervention. No symptoms were reported. Additional information was received from the manufacturer representative (rep). Impedances were 40,000 ohms on contact 9.